Manufacturer narrative:
A ge oec service representative investigated the issue and found the system had a failing single board computer that was removed and replaced with the associated components. Incidental repair of the peripheral laser aiming device. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 8800 fluoroscopy system would not produce an image when commanded.